Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the unknown right ventricular (rv) lead. The out of range impedance value was not available to be displayed. Boston scientific technical services (ts) confirmed that the impedance measurement would be available during the next interrogation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific technical services (ts) confirmed that the out of range measurements was 126 ohms. All other measurements are appropriate. No adverse patient effects were reported.